Event description:
A report was received that the pt's pocket site had opened up. The physician cleaned out the pocket site and closed it back up. The physician didn't suspect an infection. The pt is doing well following the procedure.